Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's scs ipg was explanted and replaced. The patient complained her scs system was "not functioning properly". The patient stated the system's stimulation was "not consistently or erratic".